Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump gave a critical pump error alarm. Customer's blood glucose was 5.6 mmol/l. Troubleshooting was performed. Customer advised they received the critical pump error alarm, the insulin pump was dropped and the issue remained unresolved. The customer was advised to discontinue use of the pump and revert to a back-up plan per hcp¿s instruction. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error during testing. Insulin pump received with a high sleep current measurement due to moisture damage on the electronic assembly.